Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), depression ("depression"), migraine ("migraines"), abdominal distension ("bloating"), insomnia ("insomnia") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, depression, migraine, abdominal distension, insomnia and fatigue outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, fatigue, genital haemorrhage, insomnia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida and parity 3. Concomitant products included calcium, cefixime (flexeril), magnesium, vitamins nos (multivitaminum) and zinc. In 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2004, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced depression ("depression"), fatigue ("fatigue") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced the first episode of abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of abdominal distension ("bloating") and insomnia ("insomnia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved, the menorrhagia, dyspareunia, depression, migraine, the last episode of abdominal distension, insomnia, headache, weight increased, alopecia and anxiety outcome was unknown and the fatigue and constipation was resolving. The reporter considered alopecia, anxiety, constipation, depression, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia),depression, migraines / headaches, dyspareunia (painful sexual, intercourse), pain, fatigue, weight gain, bloating,constipation, hair loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.